Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient concerning an implantable neurostimulator indicated for gastrointestinal/ pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the patient said the ins was not in a good spot and they had a hard time getting it to the place where it charged. The agent reviewed how to charge the implant. The patient saw recharger not found, this was resolved by resetting the recharger. The agent asked for the recharger serial number but patient was not able to locate it. The patient charged from 90 to 100%. The agent reviewed how to use the communicator and my therapy app. The patient was able to communicate w/ the ins.